Event description:
On (B)(6) 2014 the patient was implanted with a gore® tag® thoracic endoprosthesis to treat an endoleak of the implanted hybrid prostheses in the descending thoracic aorta. The patient received again phenprocoumon (marcumar) for anticoagulation. On (B)(6) 2014 the patient complained about abdominal pain and a decrease of hemoglobin was noted. An abdominal sonography and computer tomography showed fluid in the lower abdomen, like a hematoma . A lower abdomen laparotomy was done. The hematoma was drained (1.5l). The peritoneum was intact. No hemorrhagic origin was found. Multiple small diffuse bleeding points were clotted. After the clotting procedure, no active bleeding was visible. An evidence of an intraperitoneal bleeding or hematoma was not visible and the physician decided not to open the peritoneum. The patient was transferred to the ICU. The patient received during the procedure 2 red blood cell concentrates and post op 1. On (B)(6) 2014 the patient suffered from syncope and decrease of hemoglobin. An abdominal sonography showed a tumor with fluid and fix parts. An indication for emergency operation was given. The patient received general anesthesia and a median lower abdomen laparotomy was done. The fluid and hematoma was removed. The inspection of the abdomen showed a left lateral hemorrhage. The groin region was opened again, and an intact iliac and femoral artery was found. No evidence for hematoma, only seroma. The groin region was closed and a redon drainage was implanted. After the procedure the patient was transferred to the ICU. The patient received during the procedure 2 red blood cell concentrates and post op 1. The patient was discharged on (B)(6) 2014.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.